Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant, the right ventricular lead was not sensing or pacing. The physician exchanged it with another lead. The patient was stable during and after the procedure.